Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an ipg on (B)(6) 2002. It was reported that his scs system is not functioning. The reported problem began approximately one year after implant. An appointment will be scheduled for further interrogation of the patient's scs system.